Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "materials of construction are not biocompatible". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the bowel management system had four device-related pressure injuries from the bard dignishield. Per follow-up response received on 16jan2021, the patient experienced stage 2-3 pressure injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bowel management system had four device-related pressure injuries from the bard dignishield. Per follow-up response received on 16jan2021, the patient experienced stage 2-3 pressure injuries.